Manufacturer narrative:
Upon review the this event has been assessed to be a malfunction only. Corrections to the following fields: b1 and h1.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the distal cover detached easily due to the following: 1. The cover was attached improperly. 2. The cover was broken by adhesion of chemicals such as anti-fog agent. The event can be detected/prevented by following the instructions for use (IFU) in the following section: ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp), the distal cover fell into the patient and was unable to be recovered. The distal cover was not able to be located in the patient. Additional information provided from the customer/nurse manger stated that the no interventions were performed to attempt to retrieve the distal cap from the patient. Per the customer, the patient did not experience any adverse effects and the patients current condition/health status is unknown. This complaint required 2 reports. The related patient identifiers are as follows; (B)(6) : (B)(4). (B)(6) : (B)(4). This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.